Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign objects on the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d5 and g3 (initial aware date should have been 09-apr-2024). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two (2) years, since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the "foreign material in light guide lens" malfunctions would likely, be related to physical damage was found at the location where foreign material remained. The event can be prevented, by following the instructions for use, which state: IFU states, the detection method in cf-h185l/I, operation manual, chapter 3: preparation and inspection. IFU states, the preventive measures in cf-h185l/I, reprocessing manual, chapter 5: reprocessing the endoscope. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.